Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The reporter does not know the status of the device. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported a allergan regarding the serial number or catalog number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the access port was explanted and replaced. "Post explantation: port chamber with slow leak at posterior seam."